Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient who was implanted for parkinson's dual and movement disorders. It was reported the dbs has not worked since implant. The healthcare provider (hcp) can't seem to get it to where the system was providing benefit and they were not sure if the "probes" were in the right place. The ins is "backdoor programmed" meaning the hcp is using a different type of programming to try and get the system to work. The patient is now on medication every 3 hours. The patient stated they weren't going to have anything replaced again as the last one was a "doozy". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient has slurred speech and right facial pulling when increasing the stimulation. Increased frequency from 140 to 180 hz and mildly increased the pw on the left side with improvement to bradykinesia. If this was all inadequate they were to consider imaging and placement. The patient took 1 tab of sinomet 25/100 mg ir in the office. They were to try this every 3 hours instead of every 4 hours. No further complications were reported.